Event description:
The arthrocentesis was done to remove the patient's pain. However, the patient reported pain again in (B)(6) 2013. In addition to the pain, it was found the tumor suspected as iliac abscess through CT. According to the surgeon, it was soft tissue reaction caused by corrosion of neck taper junction.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest abnormal wear. The female taper shows the presence of tribological matter. Damage on the outer diameter of the insert and femoral head is found likely from the extraction process. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases finds no other similar reports against the provided product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases finds no other similar reports against the provided product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.